Event description:
It was reported that the vibrant soundbridge was explanted on (B)(6) 2013, during a middle ear surgery, on pt's request due to unsatisfactory benefit from the device.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.